Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty cr board (printed circuit board), corroded video connector cable, and intermittent no image. A root cause could not be identified. Based on the results of the investigation, it is likely b30 error code was due to a faulty cr board and intermittent no image was due to corroded video connector cable. However, a root cause for faulty cr board and corroded video connector cable could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor presented an b30 error. There were no reports of patient harm.